Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a penoscrotal wound infection. The entire device was explanted. No further patient complications were reported.